Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion] the root cause of the reported phenomenon could not be identified. [Considerations] based on the following information, omsc presumed that the cause was physical stress / chemical stress / storage environment. -according to the inspection result of the subject device at olympus china, the coating on the insertion part was peeled off and there were a lot of scratches on the insert part. -IFU states cautions regarding physical stress, reprocess method and storage environment of device. -according to the former similar case, it had been presumed that the cause was physical stress / chemical stress / storage environment. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at (B)(4), that it was found the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to (B)(4) for repair of the leakage. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at (B)(4). It was found that there were many scratches on the insertion section and was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.